Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of no audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and an adverse event on (B)(6) 2016. Patient stated that a severe low landed him in the emergency room. Patient stated that the receiver speaker was not working and he missed the low. Patient stayed in the hospital overnight for observation. The patient's heart was monitored and he received ivs throughout the night. At the time of contact, the patient was in good health. Additionally, the patient tested the receiver's alerts and they did not work. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).